Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to troubleshoot issue. It was found the poor image quality was due to the following facts: the patient's bone density was very bad. The or bed they used is a brand new pro axis table, with extremely large gel hip pads. The wound site was not filled with saline. The surgeon feels very strongly that these three things made the image quality as bad as it was. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the patient image quality was very poor. The representative indicated that this was a patient specific occurrence and not system related. Images were adequate in terms of navigating what they needed to. There was no impact on patient outcome.